Event description:
It was reported that a device power on reset occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and we have analyzed it. The analysis revealed power on reset parameters were present. On (B)(6)2010 at 08:35:32, the device recorded a write to locked ram power on reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: patient date of death, narrative device data analysis. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and we have analyzed it. The analysis revealed power on reset parameters. On (B)(6) 2010 at 08:35:32, the device recorded a write to locked random access memory (ram) power on reset.